Event description:
The user facility reported when the steris technician attempted to turn on the unit during start-up/ installation, it would not power on and smoke began to emit from the back of the unit. No injuries, procedural delays/cancellations, or property damage reported.

Manufacturer narrative:
The event occurred prior to the device being turned over the customer for use. The steris technician, who was on-site during the reported event, stated only the smell of smoke was noted. The system 1e processor was returned for evaluation and it was found the unit would not power on as the display control was not operational; no smoke was observed. The rex controller, power supply and dc harness were replaced, test cycles were completed and the unit was confirmed to be operational.